Manufacturer narrative:
A previous investigation for the reported condition was addressed in a formal corrective/preventative action (CAPA). The CAPA was advanced to an effectiveness status and subsequently closed. Lot # 17b190962 <(>&<)> lot # 17f074562was manufactured during the investigation phase of this CAPA. Without a definitive physical sample or photograph of missing sponge and band, an exact root cause cannot be accurately determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/20/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that they found only 9 each of the x-ray gauze upon setup of the pack. They should have received 10 each.